Manufacturer narrative:
(B)(4). The returned lighttrail reusable laser fiber was analyzed, and a visual evaluation noted that the lighttrail reusable 270 laser fiber was received for analysis in one piece that measured 308.9 cm. The exposed glass tip measured 1.5 mm and appeared to be degraded. A functional evaluation noted that there was no light from the sma connector, indicating a fracture within the fiber connector. When connected to the laser console, the following message was displayed: applicator has been used 4 times. No other problems with the returned fiber were noted. The reported event of fiber degraded was confirmed. Product analysis identified no light from sma connector, indicating a fracture within the fiber connector. Fibers are consumable and expected to degrade with use. It is likely that procedural handling of the fiber during setup, use, or reprocessing contributed to the fracture within the fiber connector. Therefore, most probable cause assigned is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a lighttrail reusable laser fiber was used to treat stones in the ureter during a ureteroscopy procedure performed on (B)(6) 2021. During the procedure, a stone in a medium ureter was being fragmented with the 270 fiber and after 2 minutes of the fiber running, the light beam was turned off and the fiber stopped working. Another lighttrail reusable laser fiber was used to complete the procedure. There were no patient complications as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of fracture within the fiber connector.